Event description:
Lap chole - "dr. (B)(6) had the gun misfire. The clip closed on the end but the proximal clip stayed open."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.